Event description:
A customer reported to beckman coulter, inc (bec) that erroneously elevated sodium (na) and chloride (cl) results were generated by the unicel dxc 600 pro synchron clinical system. No erroneous results were reported out of the laboratory. Repeat testing produced lower results, which were reported. The customer did not provide patient results, and therefore, the magnitude of the discrepancy is unknown. A field service engineer (fse), visited the site and performed preventive maintenance procedures, which were due. The fse cleaned buildup on the chloride port and replaced the chloride electrode tip. The fse performed qc and precision runs for high and low level controls. All test results were within the laboratory's specified ranges.